Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a cannulation of the coronary sinus with an introducer, a drop in the patient's blood pressure was noted and the patient became hypotensive. An echocardiogram was performed which revealed a small effusion and an emergency pericardiocentesis was performed. The patient continued to destabilize and went into ventricular fibrillation and had to be externally defibrillated and chest compressions were also performed. Despite resuscitation efforts, the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was not confirmed. No additional information was reported.